Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13388776 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were found for lot 13388776. Coil subassembly lots 13366386 and 13372905 were reviewed. The device history record review indicates that the product was tested and inspected per established mfg requirements including inspection results test. Additional info will be submitted within 30 days of receipt.

Event description:
Trufill dcs orbit mini complex 3x4 stretched during attempt to withdraw coil into mc (bsc excelsior). The physician used another coil (same size trufill coil). Neck remodeling was not utilized. An adequate continuous flush was maintained through the (mc) microcatheter at all times, and the mc was not re-shaped prior to use. No resistance was noted between the (gw) guidewire and the mc when accessing the target site, however, there was resistance during advancement of the coil through the distal shaft of the mc. Prior to this coil, two other coils go through the same mc without resistance. No kinks were noted in the mc that may have contributed to the event.